Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 400 mg/dl, which were treated with manual injections. Troubleshooting began and customer stopped troubleshooting due to waiting for representative to call back. It was not determined if insulin pump caused no delivery alarms.